Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation determined the reported difficulties appear to be related to user error and the treatment appears to be related to procedure circumstance. It should be noted that the proglide instructions for use states: do not deploy the foot unless brisk pulsatile flow of blood is evident from the marker lumen. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement in both common femoral arteries was attempted with proglide devices via a 6f sheath, using a pre-close technique, prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, at the right common femoral artery, when the proglide plunger was removed, no suture was attached to the needles. The sutures of two new proglide devices were successfully pre-placed and used after the aaa procedure to achieve hemostasis. Reportedly at the left common femoral artery, blood flow was coming out of the marker lumen but it was not completely pulsatile. The proglide device was deployed and, during suture harvesting, the suture was still on the proglide sheath with suture loop outside of the skin track. The physician believes that the footplate must not have been intraluminal. The sutures of two new proglide devices were successfully pre-placed and used after the aaa procedure to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.